Event description:
It was reported that the patient passed away on the date of the report. The reporter stated the cause of death was not device related. The drug in the pump was not specified. It was further reported that the patient presented to the emergency room (ER) on (B)(6) 2014 with respiratory arrest followed by cardiac arrest. It was noted the manufacturer¿s representative had been paged to program the pump to minimum rate while the patient was in the cardiac care unit; however, when the representative arrived, the patient had passed away. The location of the issue or symptom was noted to be systemic. The patient's medical history was noted as the patient had a recent biopsy of a mass in the cervical cord region. The pump was turned off and was to be explanted during the autopsy. The cause of death was being determined. No diagnostic testing or troubleshooting was performed. The medication in the pump was gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).